Event description:
The device was implanted and the device catheter were led subcutaneously and inserted in the bone and tissue at the infected area for infusion of amikacin (note: infusion of amikacin through the bone and tissue is not a MFR's indication for the device's intended use). On 9/6/96, the facility's pharmd contacted a MFR clinical specialist. The facility's pharmd stated that the pt has been receiving amikacin treatment for more than fourteen (14) weeks and now reports "deafness." The pharmd stated that the serum amikacin level was not routinely monitored during the pt's therapy. The facility's pharmd stated that she had a copy of the application guidelines and is aware of the info provided concerning monitoring of the drug level. The pharmd provided this info to the physician who was disturbed and concerned about the occurrence of this side effect. The MFR's clinical specialist requested specific info about this situation; however, the facility's pharmd stated that she and the physician decline to provide add'l info until an audiogram and other evaluation parameters are available. They will contact the MFR with info at that time.